Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Only day and year are known. It is assumed month the complaint was reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device jaws would not open, was the device stuck on tissue? If yes, how was the device removed from the tissue? Please clarify this for both of the long60a devices that had this issue. Was there any change in post-operative care of the patient due to the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, after stapling, jaws did not open. It was impossible to unlock the device despite activating red button. The procedure was complete with another like device. There were no patient consequences reported.